Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure, a 6.0mm x 40mm x 90cm fox sv balloon dilatation catheter (bdc) was advanced onto a non-abbott guide wire via right femoral access to a mildly calcified, 90% stenosed, 50mm lesion in the mildly tortuous 7.0mm right iliac artery, without resistance, to perform pre-dilatation. During inflation, the fox sv balloon ruptured during the 1st inflation at 8 atmospheres. The fox sv bdc was withdrawn from the anatomy without resistance felt. The procedure was completed via pre-dilatation with a non-abbott bdc, followed by successful deployment of a non-abbott stent. There were no adverse patient effects and no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.